Manufacturer narrative:
Concomitant medical products: product ID: 3058 interstim, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient indicated pain at the site of their neurostimulation implantable pulse generator (ipg). Seemingly the device had been flipping internally and had twisted the lead many times and pulled the entire quad lead out of the sacral space and it was sitting on the posterior aspect of the sacrum. The surgeon feels the patient may not have tolerated the antibacterial absorbable envelope and this may have impeded the patients healing and caused the capsule around the device to not form adequately, and with the trauma of the rotation the space was enlarged. The surgeon has taken a biopsy to be sent for analysis of what may also be the encapsulated antibacterial absorbable envelope. The envelope was removed. No further patient complications have been reported as a result of this event.